Manufacturer narrative:
(B)(4).

Event description:
The physician was performing a standard refill procedure and felt the refill port septum give way on the pump. He was unable to refill the pump and the silicone refill septum leaked drug. The pump was replaced. There was reported to be no pt injury and the pt recovered without sequela.